Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons had a delayed intermittent response and required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the "down" and "up" keys respond intermittently. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "up","down" and "ok" contact button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.